Manufacturer narrative:
B1 adverse event ¿ corrected ¿ no malfunction. B5 executive summary - updated. H1 type of reportable event: no malfunction. H3 device evaluated by mfg: updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent delivery wire (sdw) along with subject stent were returned stuck inside the introducer sheath and, despite efforts, could not be removed. The sdw was noted to be kinked/bent. The sdw distal end and a portion of the subject stent were protruding from the introducer sheath tip. The stent introducer sheath distal tip and stent were noted to be damaged. A functional inspection could not be performed as the stent was stuck in the sheath and could not be removed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported event ¿stent deployed prematurely during use' was not confirmed during device analysis. The remaining as reported event 'stent difficult/unable to advance or pullback through catheter' could not be replicated as the stent was stuck firmly inside the introducer sheath and could not be removed. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. It was also reported that continuous flush was set up and maintained throughout the clinical procedure. It was reported that 'the physician delivered an microcatheter through the stenotic lesion. After flushing with infusion, the subject stent was delivered through the microcatheter. During the process of advancing the stent from the introducing sheath to the microcatheter, significant resistance was encountered, and advancement was impossible after pushing part of the stent. Consequently, the physician withdrew the entire stent system out of the body. Upon inspection, it was found that the stent tip had been partially pushed out of the introducing sheath'. In the follow-up gfe responses it was noted by the user that the distal end of the stent had partially deployed in the shaft of the microcatheter. Note: the event description indicated that the subject stent was being used in a stenosis case which is not recommended. The dfu states 'the stent system is authorized by european law for use with occlusive devices in the treatment of intracranial aneurysms'. The stent was returned for analysis still loaded on the stent delivery wire (sdw). The distal end of the stent was partially protruding from the distal tip of the introducer sheath, as was the distal end of the sdw. The stent was significantly deformed, as was the distal tip of the sheath. The sdw was also noted to be kinked/bent at the distal end of the wire. Given the event description and the condition of the analysed device sub-components, it is possible that the introducer sheath was initially set up correctly as reported in the follow-up gfe responses. However, based on the evidence of the deformation/crush damage noted to the distal tip opening, it is likely that the sheath subsequently moved distally prior to stent advancement out of the sheath. This movement can occur if the rhv vent cap is not sufficiently tightened down on the introducer sheath. It is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would become damaged as it passed through the deformed distal tip opening of the sheath. The user will then experience resistance while attempting to continue to advance the stent, resulting in damage to the sdw. This is one possible explanation to explain the analysis findings. An assignable cause of procedural factors has been assigned to the as reported event ¿stent difficult/unable to advance or pullback through catheter' and the as analysed event as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use. The remaining as reported event ¿stent deployed prematurely during use' was not confirmed during analysis. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that the subject stent device was used for middle cerebral artery (mca) stenosis case. During the process of advancing the subject stent device from the introducing sheath to the microcatheter, the significant resistance was encountered, and advancement was impossible after pushing part of the subject stent device. Consequently, the physician withdrew the entire stent system out of the body. Upon inspection, it was found that the subject stent tip had been partially pushed out of the introducing sheath and other partially deployed distal end of stent was in the shaft of microcatheter. The subject stent device was replaced with a new stent, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event. The subject stent was returned for analysis. The stent was examined, and it was discovered that the reported event of the subject stent deployed prematurely during the procedure was not confirmed on (B)(6) 2025. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that the subject stent device was used for middle cerebral artery (mca) stenosis case. During the process of advancing the subject stent device from the introducing sheath to the microcatheter, the significant resistance was encountered, and advancement was impossible after pushing part of the subject stent device. Consequently, the physician withdrew the entire stent system out of the body. Upon inspection, it was found that the subject stent tip had been partially pushed out of the introducing sheath and other partially deployed distal end of stent was in the shaft of microcatheter. The subject stent device was replaced with a new stent, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.